Event description:
It was reported that "on (B)(6) 2026 15:30, a central venous catheter was placed for the patient. After successful puncture, a guide wire was advanced, the skin was punctured (for tract dilation), and the catheter was then inserted. The guide wire was withdrawn subsequently, yet the catheter could not be advanced further, and the withdrawal of the guide wire was difficult. The catheter and guide wire were removed, and kinking of both the catheter and guide wire was identified, which resulted in repeated punctures for the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one, opened cvc kit for analysis. The guide wire and catheter were the only components returned. Signs of use in the form of biological material were observed inside the catheter extension line. Visual analysis of the guide wire revealed three major kinks. Microscopic examination confirmed the damage and revealed that the j-bend was slightly misshapen. The distal and proximal welds appeared full and spherical. Slight bending was also noted on the returned catheter, and resembles the kinking on the guide wire. Therefore, the kinking on the guide wire likely contributed to the kinking on the catheter. The kinking on the guide wire measured 383mm, 534mm, and 572mm from the proximal weld. The guide wire total length measured 600mm, which is within the specification limits of 596mm-604mm per the guide wire product drawing. The guide wire outer diameter measured 0.790mm, which is within the specification limits of 0.788mm-0.826mm per the guide wire product drawing. The catheter body length measured 205mm, which is within the specification limits of 201.5mm-210.5mm per the catheter product drawing. The catheter body outer diameter measured 1.70mm, which is within the specification limits of 1.65mm-1.75mm per the catheter extrusion product drawing. The guide wire was inserted through the catheter. Resistance was encountered at the location of the kinking. All functional sections of the guide wire seemed to pass with no issue. Performed per IFU statement, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished , radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed through analysis of the returned sample. Visual analysis revealed three major kinks on the guide wire. This kinking resulted in resistance when being inserted through the catheter. Despite the damage, the guide wire and the catheter met all relevant dimensional requirements , and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that (B)(6) 2026 15:30, a central venous catheter was placed for the patient. After successful puncture, a guide wire was advanced, the skin was punctured (for tract dilation), and the catheter was then inserted. The guide wire was withdrawn subsequently, yet the catheter could not be advanced further, and the withdrawal of the guide wire was difficult. The catheter and guide wire were removed, and kinking of both the catheter and guide wire was identified, which resulted in repeated punctures for the patient." The user changed to a new set to resolve the issue. There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".